Manufacturer narrative:
Correction information b4: date of this report d9: is this device available for evaluation? G6: type of report h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information d4: unique identifier (UDI): d8: was this device ever serviced by a third party? H4: device manufacture date. Evaluation summary event that occurred is lakage from remote control button. Based on the investigation, a potential root cause of this failure is remote control button was leaky due to improper use method. Remote button was damaged by contact with a sharp object or not being used vertically, causing leakage. The device was repaired by the third party and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 17-dec-2013 under normal conditions, passed all required inspections and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 18-dec-2013. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The pentax medical apac responded to a good faith effort request via email on 12-jul-2023 as follows information. The examination was delayed, but the patient was not harmed physically. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Preparing patients for nasopharyngeal exams, during leak test, the scope was leaky, and a backup scope was be used to complete the examination. And contacted for repairs. Could not be used and delay the examination. This event occurred at the time of before use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.